Event description:
It was reported that patient inflatable penile prosthesis (ipp) system cycled fine, but the cylinders would not fully deflate. It is believed that the patient did not deflate the cylinders fully and a capsule formed around a smaller reservoir. The reservoir capsule was dilated and a new pump was placed as a precautionary measure. No adverse patient effects.